Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, 4 resolute onyx drug-eluting stents were implanted. One resolute onyx drug-eluting stent was implanted in the r-pda and a second in the rca, in which a dissection occurred. Two more stents were implanted in the rca to treat the dissection.

Manufacturer narrative:
The dissection was classed as grade f. The investigator assessed the event as not related to the index device or antiplatelet medication. Sponsor assessed the event as not related to the antiplatelet medication but possibly related to the device. Two resolute onyx des were used to treat the dissection in the rca. The patient recovered. If information is provided in the future, a supplemental report will be issued.